Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set disconnected from the plastic adapter (non-baxter product) which resulted in a fluid leak. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient received a single dose of prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.